Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning for low impedance was noted on the right ventricular (rv) lead. High thresholds were also noted on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.